Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) at the end of an atrial tachy response (atr). Boston scientific technical services (ts) was consulted and discussed it was not possible to discern if there was loc. The patient mentioned to the health care professional (hcp) that while measuring their pulse with a pulse oximeter and got 40 beats per minute (bpm) as a result. Reprogramming was performed since the patient is undergoing radiation treatment at the moment. It is planned to reevaluate the patient in a few months. No adverse patient effects were reported. At this time, this device remains in service.